Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 160 mg/dl at the time of the incident. The customer did not mention if auto mode was in use. The insulin pump was returned to the analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error, problem isolated to electronic assemblies.